Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius mexico technician performed an onsite investigation and confirmed the touch panel and control board were melted. The technician repaired the machine by replacing the touch panel, the front panel interface board, the power led board and the blood pressure cuff and hosing. The repairs were completed, and the machine was returned to service. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that there was a problem with the display and touch panel on a fresenius 2008k machine, and that the machine was powering down during patient treatment. Upon follow up, it was confirmed that the touch panel and control board were melted. The patient was able to continue and complete treatment on the same machine with no blood loss. The facility¿s technician replaced the touch panel, front panel board, blood pressure cuff and hose, and the power led board. It was confirmed that there are no samples available for manufacturer analysis. Additional patient and event information was requested but was not available.